Event description:
Patient was receiving epinephrine 1 mcg/kg/min to maintain blood pressure post cardiac arrest. Pump failed x2 during infusion. First time the pump stopped saying "pump failure" which was caught prior to affecting blood pressure. The second time the patient's maps were dropping on the monitor and we looked at the pump and it was completely off. Patient required dose of phenylephrine while new pump was programmed.